Event description:
On 04-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that when closing the loop of an ar-8991 fibertak, the suture was cut, and the spool came out. This was discovered during a procedure with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.